Manufacturer narrative:
The field service engineer replaced the tube joints for the pinch tubing and performed performance testing which was successful. The calibration and qc data were requested but not provided. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys ca 19-9 immunoassay, elecsys ca 125 ii assay, elecsys total psa immunoassay, elecsys ft4 assay, and elecsys ferritin results for multiple patient samples with the cobas 6000 e601 module. The reporter stated receiving abnormal low signal alarms and possible questionable results for multiple assays. After repeating samples, the customer provided questionable results for several assays. The following are examples of questionable results for five patient samples: sample 1: the initial ca19-9 result was 5.2 u/ml. The repeated result was 48.4 u/ml. Note: no units of measure were provided for the following results. Sample 2: the initial ca125 result was 7. The repeated result was 93.3. Sample3: the initial psa result was 1.51. The repeated result was 50.2. Sample 4: the initial ft4 result was >7.77 with a data flag. The repeated result was 1.66. Sample 5: the initial ferritin result was 54.2. The repeated result was 1299. The questionable results were reported outside of the laboratory. The repeated results were deemed correct. The reagent lot numbers and expiration dates were requested but not provided.